Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and heat exhaustion on september 20,2018 with blood glucose level was above 276 mg/dl. The customer blood glucose at time of incident was 267 mg/dl and current blood glucose was 400+ mg/dl. Customer experienced symptoms such as nausea, vomiting, abdominal pain, difficulty breathing. The customer was treated with manual injection. Customer state that multiple large bubbles are present along the tubing length about .25 inch long. Customer reports insulin exited at the quick release. The customer also state that they received the clock monitor test detected a mismatch between the system clock and the watchdog clock alarm and clear user settings is selected by the user alarm. The customer performed high pressure test and passed. The customer was able to clear and rewind the clock monitor test detected a mismatch between the system clock and the watchdog clock alarm. The customer also performed the self test and passed. The insulin pump will not be returned for analysis.